Manufacturer narrative:
(B) (4).

Event description:
It was not possible to gain access to the reservoir; two different health care providers attempted and were unsuccessful. The pump was also very loose in the pocket. The refill was completed under fluoroscopy; x-ray (B) (6) 2009 revealed that the pump was in correct alignment, but very mobile. It was stated that the event was attributed to the pump flipping. The patient was referred to a surgeon for revision. The pump contained lioresal 500mcg/ml delivered at 38mcg/day. The patient outcome was reported as "no injury".